Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a general complaint that the patient controlled analgesia (pca) module intermittently alarmed for patient side occlusion in facility's labor and delivery department. The director of labor and delivery found that the staff had been pressing bd syringe, rather than monojet syringe. The customer observed the issue occurred again. When the staff was selecting monojet, and swapping the tubing for a different lot number, the pca was alarming for check syringe. There was patient involvement, however no patient harm was indicated.